Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had keypad anomaly. The insulin pump was stuck down and when she presses on it, it does unresponsive. The customer's blood glucose was 300mg/dl. Unable to perform troubleshooting due to stuck button error. The customer was advised the pump will be replaced and revert to back up plan.

Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Device passed self-test. No unexpected display anomaly or keypad anomaly noted during testing. All buttons functioning properly. No damage in the keypad assembly noted. Connector on printed circuit board was inspected and properly connected. Unit received with scratched case, fading serial number label and pillowing keypad overlay.